Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that a chest drain was being placed and the guide wire would not pull out through the catheter for removal. The wire unraveled and the user had to remove the catheter to remove the wire. The procedure was reportedly postponed due to painful discomfort of the patient, but there were no additional effects to the patient reported as a result of this product problem.